Manufacturer narrative:
Product complaint # (B)(4). The following information has been requested and the following was received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Did the reservoir function properly upon first activation? No further information is available. If yes, how long after the first activation happened did the issue occurred? What is the lot number of the reservoir? No further information is available. No further information will be provided.

Event description:
It was reported a patient underwent a laparoscopic colorectal surgery on (B)(6) 2020 and a reservoir was used. After surgery, when checking the collected fluid in the reservoir in the ICU, it was found that a part of the reservoir had been broken, and it had come of the product. The reservoir was not swollen. It is unknown if the product had fallen, or extra force had been applied to the product. Then, another reservoir was used. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.